Event description:
It was reported that the surgeon was using our pph03 stapler for the treatment of hemorrhoid. Stapler got misfired, it cut without stapling.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? Ans: there was some bleeding as cutting happened, but stapling was incomplete. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Ans: unknown. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? Ans: there was some bleeding as cutting happened, but stapling was incomplete. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Ans: unknown. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the surgeon was using our pph03 stapler for the treatment of hemorrhoid. Stapler got misfired, it cut without stapling.

Manufacturer narrative:
(B)(4). Date sent: 03/22/2022. D4: batch # 413a36. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pph03 device arrived with no apparent damage. The breakaway washer uncut and indented and there was no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.